Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, red particles on the surface of the shell, deformation, crease fold, cloudy. Bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to rupture device were observed. Additional, changed, and/or corrected data: d.10, e.1, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.